Event description:
A report was received from (B)(6) stating that during service it was found that the irrigation switch was not working. It is unknown if the device was used during surgery. It is also unknown if there was pt injury or medical intervention. The date of the event is unknown. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref # (B)(4).